Manufacturer narrative:
(B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. Device remains implanted.

Event description:
Healthcare professional reported bilateral rupture. This relates to right side. Device has been explanted.healthcare professional provided further information stating "capsular contracture baker grade iii".

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2, b.5, d.1, d.2, d.4, d.6a , d.6b, h.6 a review of the device history record has been completed. No deviations or non-conformances noted.